Event description:
Additional info from the user facility report: surgeon noted removal of infected mesh from anterior abdominal wall.

Manufacturer narrative:
Lot number info provided on the uf medwatch report is not consistent with the reported product. It should be noted that the instructions for use includes the following warning and addresses possible adverse reactions, "[w]hen using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, adhesion, fistula formation, seroma formation, hematoma, and recurrence." All available info has been placed on file for use in tracking, trending and follow-up. (B)(4).